Event description:
Cook medical reported for the customer, "during the course of a lead extraction, utilizing the evolution, blood pressure dropped excessively. The procedure was stopped at this time. A cardiovascular surgeon was brought in. The patient was stabilized." "The surgeon decided to leave the lead in which resulted in the distal 3rd of the locking stylet being left in as well." "The procedure was not completed." No section of the device remained inside the patient's body. The patient required the additional procedure of repairing of a torn vessel. The patient experienced the adverse effects of the procedure being unsuccessful and needing to undergo repair.

Manufacturer narrative:
According to information supplied to trackwise, this product is not being returned for evaluation. "As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined."